Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure the patient had experienced glare and halos during night time which was poor which was evident right after surgery. Patient was shocked to see the same issue during the daytime. Patient believed that the lens was not the answer to night time glare. In the patient's case, it was actually worse. The patient would purchase a pair of night driving glasses and see if that helps. Additional information has been requested. There are two medical reports associated with this patient. The file is belongs to the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).